Event description:
The exeter stem was opened, and there were no centralizers included with the stem. Another exeter implant was opened and the surgeon used the centralizer from that box. Surgery completed without delay to pt.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.